Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. The device had minor scratched display window, cracked battery tube threads, a small crack reservoir tube, and missing end cap sticker.

Event description:
It was reported the insulin pump alarmed compromised force sensor system when filling tubing. Customer did not know blood glucose level at the time of the alarm. The device was not dropped or bumped prior to the alarm occurring. Drive support cap was reported normal. Customer does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.